Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not boot up, a communication error was on the workstation. This resulted in a total loss of imagining functionality. There is no report of injury or death associated with this event.